Manufacturer narrative:
Samples were serum that were centrifuged for 10 minutes at 3000g. Qc was within the customer's established ranges during this event. A field service engineer (fse) went on-site (B)(6) 2011 and performed a system check and pipettor matching and both tests met specifications.

Event description:
A customer contacted beckman coulter inc (bci) regarding reactive and equivocal rubella igm results of 19.8au/ml and 11.5au/ml generated by the unicel dxl 800 access immunoassay system on two samples from one patient. Repeat results on an alternate method were non reactive. The samples were sent to cpls (customer product line support) for further testing and cpls obtained equivocal and nonreactive results of 10.0 and 6.4 for both the samples respectively. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.